Event description:
It was reported by (B)(6), stryker (B)(6) manager, that the customer alleging that the mattress is reported to have fluid ingress. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: mattresses. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.